Event description:
Ous MDR - after an implant duration of 36 months oversensing was reported. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.